Event description:
It was reported bd plastipak¿ sterile luer slip had scale marking issues and foreign material. The following information was provided by the initial reporter: "1. No ink line marking on syringes 2. Plastic stuck in the hub".

Manufacturer narrative:
H6: investigation summary: photos and ten 1ml syringes with reference (B)(4) and lot number 2102027 received for investigation, upon visual inspection two defects can be noticed, all syringes present the tip blocked and five of them have the scale partially printed. A device history review was performed for lot 2102027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The marking defect noticed is a partial printing of the scale. Possible root cause is associated with the marking machine due to a misalignment of the cutter and the inkpot causing the incorrect marking. The second defect noticed is related with the tip of the syringe. The tip of the ten syringes are blocked with a big inner burr. Possible root cause is associated when the pin of the mold that generates the inner geometry of the syringe broke during molding process. If the pin of the mold is broken, the inner part of the tip is not well molded leading to defects similar to the one noticed by customer. All syringes given by customer were molded in the same cavity of the mold (cav.65) supporting the defect appeared by a broken pin.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ sterile luer slip had scale marking issues and foreign material. The following information was provided by the initial reporter: "1. No ink line marking on syringes 2. Plastic stuck in the hub".